Event description:
It was reported that xcm biologic was implanted for an unknown surgical procedure. Three weeks later, revision surgery was performed due to tumor margins. It was reported that the "xcm sheet had deteriorated and appeared as a sloughy area instead of chest wall tissue." The patient experienced no associated adverse events.

Manufacturer narrative:
Multiple attempts have been made to obtain additional device and clinical information. However, as of the date of this report, no investigation could be completed since the device part and lot number information has not been provided. If the requested information is provided, it will be reported in a follow-up MDR.